Event description:
A 3.0 mm x 15mm stormer ptca balloon catheter was inserted for treatment of a lesion located in the saphenous vein graft to the right coronary artery. Vessel tortuosity and calcification are unk. The stormer balloon was successfully inflated one time at 10 atm for 15 seconds. It was reported that the physician then attempted to deflate the balloon unsuccessfully. It was reported that the physician then pulled negative pressure with a 60 cc syringe and then a 30 cc syringe and the balloon did not deflate. The physician also detached the 3-way stop cock that was attached to the catheter and pulled negative pressure directly from the catheter, but the balloon would not deflate. The physician then used a new inflation device and pulled negative pressure and that was unsuccessful. The physician's final attempt was to inflate the balloon to 20 atms and the balloon burst. The balloon was successfully removed. There was no reflow to the lesion site and it was treated with 3 stents which restored flow. No additional sequelae were reported and the pt is reported to be fine.